Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation confirmed the reported no image issue which was due to cable breakage. The faulty part needs replacement to meet olympus functional standard. The investigation assumed the wear and tear was due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the 4k camera head did not display an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to the cable break. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.